Manufacturer narrative:
The manufacturer did not receive x-ray for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and revision surgery has been recommended due to pain, elevated metal ions and pseudotumor.

Event description:
Please disregard this report, as the product was classified as associated product, see report 0009613350-2019-00450.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Please disregard this report, as the product was classified as associated product, see report 0009613350-2019-00450. Zimmer biomet¿s reference number of this file is (B)(4).